Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing an odd buzzing sensation in the head and its cause was unknown. The patient underwent an ipg replacement procedure. No malfunction was suspected. The patient was doing well postoperatively.